Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at 10th inflation, it was noted that the balloon ruptured at 9atm within 5 seconds. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.